Event description:
It was reported that patient had a bladder condition that required a foley catheter to discharge urine for almost two years. On (B)(6) 2022, the existing foley system was plugged and required replacement. Stated that the home nurse came and performed the change as has been done before. However, as the nurse removed the existing line from the urethra, the tip of the catheter line was missing. It looked like it broke off and there were no pieces came out. As a result, the patient has ben taken to the hospital emergency room to determine if the broken piece remained inside the bladder. Stated that unfortunately the emergency doctor could only do an ultrasound and could not do an internal examination. On (B)(6) 2022, patient was able to get a special appointment to see the urologist where a cystoscope was performed, and the broken piece was able to be removed from the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient had a bladder condition that required a foley catheter to discharge urine for almost two years. On (B)(6) 2022, the existing foley system was plugged and required replacement. Stated that the home nurse came and performed the change as has been done before. However, as the nurse removed the existing line from the urethra, the tip of the catheter line was missing. It looked like it broke off and there were no pieces came out. As a result, the patient has ben taken to the hospital emergency room to determine if the broken piece remained inside the bladder. Stated that unfortunately the emergency doctor could only do an ultrasound and could not do an internal examination. On (B)(6) 2022, patient was able to get a special appointment to see the urologist where a cystoscope was performed, and the broken piece was able to be removed from the urethra.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. A potential root cause for this failure mode could be: 1. Due to ¿operator error or machine malfunction¿ (automatic build-up dipping process). 2. Due to over exposure to chlorination during latex processing and over exposure to ozone resulting in product degradation, exposure to petrolatum based products etc (latex catheter). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.